Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have one blade broken at the base. A piece approximately .4030" x .0470" was found to be broken off. The broken piece was not returned. Components adjacent to this broken blade do show damage. The teflon pad is damaged. During use while the instrument is activated, blade damage may be detected by the generator with a solid tone or an error. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure. Additional observation related to customer reported complaint: the instrument failed energy recognition. The instrument was connected to an in-house energy generator. The instrument failed the energy recognition test, instrument generated message " tighten assembly". Root cause is attributed to mechanical broken blade. Additional findings not related to customer reported complaint: the instrument was found to have teflon pad damage. The teflon pad is torn at the distal end of the pad. There was no material missing as a result. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, after 2.5 hours of use, the harmonic ace instrument generated an error and could not be used. When removing the instrument and wiping it, the blade broke outside. No fragment fell into the patient. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument did not collide with any other instrument or tool during the procedure. Patient demographics were requested but were unable to be provided.